Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source, but the pump did not turn on. There was no reported adverse impact on customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.